Event description:
Customer reports that with the luer activated valve, nurses are unable to prime the adapters. This event was reported to have occurred before patient use.

Manufacturer narrative:
The actual unit was requested for evaluation. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing. Review of two year product reporting database revealed no other reports for lot number ur240200; however, product code 2n8399 has been reported in the past with associated serious injuries.